Event description:
During a routine examination, the physician observed a device sensing issue. Testing was performed, suspecting that the distal tip of the sensing lead was separating from the lead body. Physician brought the patient in for surgery and found the distal sensor tip had separated from the lead body and had migrated after separation. Physician determined that retrieving the sensor would expose the patient to greater risk and opted to abandon the sensor. A new sensing lead was successfully implanted, restoring therapy. The procedure was completed without further complications, and the issue is now resolved.